Manufacturer narrative:
Reason for surgery: sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy, sigmoid colon resection and lysis of adhesions due to partial colon obstruction of uncertain cause on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.